Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection the conductor coil of the lead was found fractured 42 cm distal to the is4 connector pin confirming the clinical observation. The characteristics of the damage indicate severe mechanical stress of the lead in the implanted state. The cause of the excessive stress cannot be determined based on the available information. Furthermore the lead showed extraction damages such as a damaged insulation around 5cm and 8.5 cm proximal to the lead tip. Due to the fractured conductor coil, resistance testing revealed high out of range measurements. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The lead was explanted due to lead fracture approx. 20 months after the implantation. Should additional information be received, this file will be updated.